Manufacturer narrative:
Internal reference: (B)(4). Block b5: added reason for reporting an adverse event. Block h6: added code 4755 (part/component/sub-assembly term not applicable) and 4614 (serious injury/ illness/impairment).

Event description:
This adverse event is being submitted because the patient experienced a perforation requiring additional intervention.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Block a1: patient identifier corrected from (B)(6) to (B)(6). Block d4: included catalog number. Block g4: the device was decontaminated on (B)(6) 2021. Blocks h3 & h6: the device was visually and microscopically inspected pre decontamination and no damage was observed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient information have been unsuccessful. Not applicable for this device. The implant or explant dates are not applicable to this device. Not applicable for this device. No information available. Country is (B)(6). Do not apply to this submission. Device evaluation anticipated, but not yet begun.

Event description:
Pci was performed to lad, using 2x drug eluting stents, involving the diagonal branch. Lad lesion was pre-dilated using a balloon and the ivus performed in lad and diagonal branch using eagle eye with no apparent problems. Stents were put in using proximal optimizing technique (pot), culotte and kbd (kissing balloon dilatation) technique. An eagle eye was used to ivus the lad to check stent result post placement. After withdrawing the eagle eye from the lad, a perforation was noticed in the distal diagonal branch. Covered stents and coil was applied to resolve the situation. Pericardial drain required. Patient left lab in stable condition. Case was completed in approximately 3.15 hrs. No device malfunction reported.